Manufacturer narrative:
Initial.

Event description:
It was reported that after reconnecting to the ilet following a recent hospitalization for a brain bleed, the user experienced multiple post-meal hypoglycemic episodes, with a lowest glucose of 51 mg/dl, following a delayed ¿more than meal¿ announcement while dosing was paused for sensor warm-up and with possible concurrent use of long-acting insulin and a new seizure medication. Symptoms included sweating and feeling clammy, consistent with hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral fast-acting carbohydrates such as juice and peanut butter crackers, repeated per guidance until glucose returned to range. Investigation included communication with the user¿s caregiver, analysis of information provided by the user, interviews, and review of device logs confirming an initial unsuccessful meal announcement when dosing was stopped and a subsequent meal announcement later that evening. Investigation of this case revealed no findings available to implicate a device malfunction, with the device problem and component not further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.